Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical service that they discovered a fluid leak during an unknown phase/cycle of their pd treatment yesterday. Fluid leaked from an unknown location. The patient stated they noticed it was wet underneath the cycler. The patient confirmed they did not notice fluid when they removed the cassette. The patient was unsure if there was any fluid in the pump module area. Upon followup on (B)(6) 2023 and (B)(6) 2023 the patient and patient's peritoneal dialysis registered nurse (pdrn) could not be reached for additional information. Additional information has been requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical service that they discovered a fluid leak during an unknown phase/cycle of their pd treatment yesterday. Fluid leaked from an unknown location. The patient stated they noticed it was wet underneath the cycler. The patient confirmed they did not notice fluid when they removed the cassette. The patient was unsure if there was any fluid in the pump module area. Upon followup on (B)(6) 2023,the patient and patient's peritoneal dialysis registered nurse (pdrn) could not be reached for additional information. Additional information has been requested, however to date has not been provided.